Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels when the probe was adjusted to be more proximal linear positions. The laser was being fired at 100% firing power and was not lowered. It was noted that there were several core samples taken (five) and also a previous cystic resection cavity adjacent to the roi for this procedure. Post operative imaging confirmed the desired ablation zone. There were no patient complications reported in relation to this event.